Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) was in the 40s mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance by emergency medical technicians to check bg via fingerstick, provided carbohydrates and gave intravenous fluids of glucose to address bg level. Customer was transported to the hospital and was treated with intravenous fluids and carbohydrates. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged. Customer was released from the hospital the same day with the issue resolved and no permanent damage.